Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the atrial channel. This right atrial (ra) lead involved is a non boston scientific product. No out of range measurements observed. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).